Event description:
It was reported that the patient's physician ordered negative pressure wound therapy as 125 mmhg, but since renasys go doesn't have settings with increments of 5, so she ended up choosing 120 mmhg. However, the wound vac kept displaying high vacuum. She stated she had already performed every single troubleshooting steps. She also replaced canister and turned device back on by pressing and holding power button for 2 seconds. Alarm condition did not get resolved. A back up device was not available. No further information available.